Event description:
It was reported to philips that the device failed to pace. The patient involved was reported to have not experienced harm or an adverse patient impact. Biomed reported that the clinicians used another device to treat the patient and the patient outcome was not harmed by the device behavior.